Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because insufficient clinical data was received and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. A possible root cause is that worsening of visual field loss is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via medwatch following implant of a micro-stent device, she has 'had problems with it since' it was implanted. Upon learning of the recall, the patient notified her doctor that she no longer has vision in that eye. The doctor advised her it cannot be removed because it 'was embedded, and too much scar tissue present'. Contact information for the patient or the surgeon was not provided, therefore additional information cannot be obtained.